Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 513 mg/dl; cause of bg not known. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3/5/2026 with the issue resolved and no permanent damage.